Event description:
The article, "medium-term results and the impact of structural valve deterioration of trifecta versus perceval bioprostheses: analysis from the perfecta study", was reviewed. This research article is a retrospective single-center experience to evaluate whether the implantation of the perceval prosthesis could shorten surgical times, allowing for better in-hospital outcomes, especially in patients with comorbidities in comparison to the trifecta valve. The devices included in the study were trifecta and perceval. The article concluded that trifecta and perceval bioprostheses appear to be associated with similar and equally satisfactory late outcomes, in terms of survival and freedom from cardiac death, from reoperation, and from prosthesis-related adverse events. However, the trifecta prosthesis carries a higher risk of svd, starting from medium-term follow-up, even if this risk does not seem to be significantly associated with the need for redo operation. [The primary and corresponding author was paolo nardi, cardiac surgery division, department of surgical sciences tor vergata university of rome, italy, with corresponding e-mail: pa.nardi4@libero.it.] This study included patients affected by aortic valvular disease with predominantly severe stenosis, who underwent surgical aortic valve replacement from 01 december 2014 to 30 june 2023. A total of 280 patients were included in the study, of which 78.5% (220) received an abbott device. The average age of the perceval group was 77.9 years. The average age of the st. Jude trifecta group was 75.2 years. The majority gender was male. Comorbidities were hypertension, hypercholesterolemia, diabetes mellitus, atrial fibrillation, peripheral arterial disease, chronic pulmonary disease, heart failure, significant aortic valve insufficiency associated with valve stenosis, and previous myocardial infarction.

Manufacturer narrative:
Summarized patient outcomes/complications of trifecta valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, hypercholesterolemia, diabetes mellitus, atrial fibrillation, peripheral arterial disease, chronic pulmonary disease, heart failure, significant aortic valve insufficiency associated with valve stenosis, and previous myocardial infarction. Complications reported included patient device interaction problem (thrombus), patient device incompatibility (fibrotic thickening of leaflet, endocarditis), intravalvular regurgitation, device stenosis, material split, cut or torn, degraded, calcified, stroke, thrombus, aortic valve stenosis, endocarditis, aortic valve regurgitation, surgical intervention (valve-in-valve, permanent pacemaker), hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: medium-term results and the impact of structural valve deterioration of trifecta versus perceval bioprostheses: analysis from the perfecta study. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.